Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen at 100 mcg via a trial catheter for an unknown indication for use. It was reported that the patient presented for an intrathecal baclofen trial. The patient had the injection done and they received 100 mcg of baclofen instead of the ordered 50 mcg. The patient was under watch by the hospital staff for overdose symptoms. The patient was not informed of the overdose taking place. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that a catheter was not used in the trial it was an injection. The patient did not experience any symptoms. It was reported that the employee gave more than what was ordered by the doctor. No further complications were anticipated/reported.